Event description:
On (B)(4) 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. It was reported that three implants were not properly delivered. On (B)(6) 2022, it was further reported that the patient had to undergo plasma vaporization on (B)(6) 2022 to control bleeding and remove one implant. The patient was admitted for two days, but no additional interventions were required. It was reported that the patient was no longer experiencing adverse effects.